Event description:
On (B)(6) 2015, the reporter contacted animas, alleging the bolus history was inaccurate. During troubleshooting, an air bolus was successfully delivered and recorded in the pump's history; the pump's bolus records in the total daily dose history matched the pump's bolus history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: product analysis: the device was returned and evaluated by product analysis on 04/17/2015 with the following findings: the complaint was unable to be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no related issues. The bolus history indicated two boluses were successfully delivered on the date of the allegation. The pump successfully completed a prime sequence, five bolus deliveries, and 24-hour exercise test without issue or alarm. All deliveries completed during investigation were accurately recorded in the pump¿s history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.